Event description:
Customer reportedly received a blood glucose result of 881 mg/dl on the advantage system (result outside meter reading range). No action taken based on device results. No adverse event reported. The customer did not provide the location where the discrepant result was obtained. No quality controls were used. Requested return of suspect device and replacement was sent.